Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. There were no reports of any adverse pt events or delays in critical use. During testing at the user facility, e630 (screw rotation error) was noted in the device history. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.